Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system passed all the tests with no hardware replaced. The system performed as intended and there were no problems detected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software logs and archives were returned, but are still under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and it was reported that likely reason for the inaccuracy was not determined. An estimated amount of inaccuracy was around 5 mm and there were some unused scans/images. It was further noted that they did not use a medtronic imaging system. There was no reported delay.

Manufacturer narrative:
H3, h6: logs and archives were returned for software analysis. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. It was determined that user error in workflow was possible contributing factor to the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software: sw app 9735762 stealth s8 app, software version: 1.2.0. Device evaluation has been been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that the surgeon used a headframe to get coordinates to plan for the ablation and biopsy. He recorded the coordinates and used optical registration to navigate the biopsy needle. He inserted a probe into the headframe and locked trajectory in the software. He reported that the biopsy needle was inaccurate when inserting into the anatomy. It was unknown what kind of inaccuracy there was. Imaging was aborted. There was no reported patient impact.